Manufacturer narrative:
The reported complaint was confirmed based on clinical review and log analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the heart lung machine (hlm) was set up without issue for a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019. During the procedure the perfusionist noticed an audible alarm about every 15 seconds, but no visual display was occurring on the central control monitor (ccm) safety icons or the messaging center of the ccm. The team proceeded to investigate the phantom alarms under the auxiliary tab of the system, and no safety messaging was logged in that respective area. The team had sufficient volume in their reservoir during the alarming of the system. The customer was informed that usually the phantom alarms occur when there is a disengagement and re-engagement of the level sensor so quickly that only an audible alarm occurs. The team uses the curved medtronic affinity venous reservoir. They do use level sensor gel on the level sensing cable prior to attaching the cable to the reservoir. They do not wait the five minutes time to attach the cable to the level pad, as noted in the operators manual of the hlm. This recommendation was discussed with the perfusionist for further mitigations. The incident did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the event.

Manufacturer narrative:
The user facility's biomedical technician is trained by the manufacturer and he was unable to duplicate the issue or find any problems with the level module. The unit has been in service with no issues. Per data log analysis, on (B)(6) 2019 the 24 hour log showed: 07:14:13 am system power on; 7:15:59 am start perfusion screen; 10:47:21 alert and alarm probe selected; 10:47:21 enabling alarm and alert ; 10:52:09 low level alert action type message only; 12:19:01 alarm probe uncoupled alert probe coupled, this indicates that the alarm probe was not connected properly to the reservoir. 12:19:04 alarm probe uncoupled alert probe coupled; 12:19:08 alarm probe uncoupled alert probe coupled; 12:19:08 alarm/alert probe selected ; 12:19:08 alarm probe coupled alert probe coupled test pass; 12:19:20 level toggle off. The level data log from (B)(6) 2019 showed: 12:56:09 alarm probe uncoupled; 12:57:13 alarm probe coupled; 12:57:13 alarm probe uncoupled; 12:57:35 alarm probe coupled; 12:57:35 alarm probe uncoupled; 12:58:27 alarm probe coupled; 12:58:27 alarm probe uncoupled; 12:58:47 alarm probe coupled; 12:58:47 alarm probe uncoupled; 12:59:22 alarm probe coupled; 12:59:22 alarm probe uncoupled; 12:59:23 alarm probe coupled; 12:59:23 alarm probe uncoupled; 12:59:23 alarm probe coupled; 12:59:23 alarm probe uncoupled; 12:59:23 alarm probe coupled. This issue was likely caused by the alarm probe not seated against the reservoir. The alarm probe is connected to the reservoir via level sensor pad, if the pad doesn¿t set for at least five minutes on the reservoir, to get maximum adhesion prior to connecting the probe, it might cause a portion of the pad to come disconnected once the probe is attached, this can generate an intermittent alert, level sensor not attached.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level module was making an audible alarm about every 15 seconds without displaying any error messages. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.